Event description:
The reporter indicated experiencing communication problems during routine diagnostics. The reporter stated she has had trouble getting a reading with this pt's device, for the last two mos. Troubleshooting did not resolve the issue. The pt stated "he feels stimulation every couple of mins and the magnet swipes stop his seizures." The reporter indicated "the handheld worked fine with her other pts." The reporter requested a mfg rep to attend the next scheduled follow-up visit for this pt. Good faith attempts to obtain additional info are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.